Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications product code and lot # were any concomitant procedures performed? Onset date/time of the recurrent uti, dyspareunia and vaginal erosion from initial surgery? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? What medical intervention was given for the dyspareunia, recurrent uti and vaginal erosion? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. The patient experienced recurrent uti, dyspareunia and mesh erosion to vagina. Over- suturing of mesh was performed. Additional information has been requested.